Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0275808; medical device expiration date: 2022-10-31; device manufacture date: 2020-10-01. Medical device lot #: 0297609; medical device expiration date: 2022-10-31; device manufacture date: 2020-10-23. Medical device lot #: 0275808; medical device expiration date: 2022-10-31; device manufacture date: 2020-10-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced poor separator movement. This event occurred 23 times when using lot 0275808. This event occurred 20 times when using lot 0275808. This event occurred 30 times when using lot 0297609. This event occurred 28 times when using lot 0275808. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes did not yield the volume of serum expected after usage in clinical trials. Tubes purchased in (B)(6). Customer requests quick response, sites are on hold from conducting trials until this issue is resolved.

Manufacturer narrative:
H.6. Investigation: bd received 10 samples and 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for low yield was not observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot were selected from bd inventory. The samples were tested and no issues relating to low yield were observed. Bd was unable to confirm the customer¿s indicated failure, poor serum yield because the defect was not evident in the testing of the retention lot samples. Replicates of both return/customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode low yield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced poor separator movement. This event occurred 23 times when using lot 0275808. This event occurred 20 times when using lot 0275808. This event occurred 30 times when using lot 0297609. This event occurred 28 times when using lot 0275808. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes did not yield the volume of serum expected after usage in clinical trials. Tubes purchased in germany. Customer requests quick response, sites are on hold from conducting trials until this issue is resolved.